Event description:
Milk was noted in the tubing after initiation of pumping milk for the patient in the nicu. Rn tried to remove milk in the tubing by flushing with water and then replaced the tubing with a new kit. The next day, milk was noted again in the new tubing. Equipment including pump and tubing, was then removed and replaced with different device.what was the original intended procedure?feeding an infant in the nicu.device #1is this a laboratory device or laboratory test?no.